Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator would not pace a patient during cardiac resuscitation. Another device was used to treat the patient. There was no negative patient impact.